Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient slipped on boat ramp and had a radicular symptoms. A surgery was scheduled and the implant was removed on (B)(6) 2025.